Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, during a transcatheter aortic valve replacement (tavr) with a 26mm sapien 3 ultra valve, the balloon ruptured at the end of valve deployment. Retrieval of the delivery system into the sheath was prevented by the ruptured balloon and delivery system tip. A snare attempt to retrieve the ruptured balloon was unsuccessful. The delivery system and sheath were retracted simultaneously into the right iliac. Once the delivery system tip reached the internal/external iliac, resistance was met and upon removal, the tip of the delivery system, ruptured balloon and snare were separated from the delivery system. The delivery system and balloon were surgically removed and a right iliac endarterectomy with patch repair was performed. Post surgery the patient was in stable condition.

Manufacturer narrative:
The delivery system was not returned to edwards lifesciences for evaluation. A review of procedural imagery provided showed the following: a snare was used to withdrawal the separated nose tip into the esheath, confirming the complaint for withdrawal difficulties; balloon and nose tip was separated; the balloon burst at full inflation; calcification was present on the annulus; calcification and tortuosity was present in the access vessels. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined during the evaluation. During manufacturing, the delivery system and component were both visually inspected and tested several times throughout the process. All inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. All pv testing passed specification. These inspections support that it is unlikely that a manufacturing non conformance contributed to the reported complaints. A device history record (DHR) and a lot history review were unable to be performed as no work order was provided. A lot history review was performed and revealed no additional similar complaint for balloon burst, withdrawal difficulty, balloon separated, and distal tip separated. A review of the complaint history from february 2020 to january 2021 revealed additional similar complaints for the commander delivery system (all models and sizes). The complaints were confirmed, but no manufacturing non conformities that would have contributed to the reported events were identified. Available information suggested that patient and/or procedural factors may have contributed to the complaint events. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for balloon burst, withdrawal difficulty, balloon separated, and distal tip separated were able to be confirmed from the imagery provided. A review of the DHR, lot history, complaint history, and manufacturing mitigations did not provide any indication that a manufacturing non conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, 'the balloon rupture at the end of valve deployment.' It was noted that the patient has calcification at aortic root. Additionally, imagery provided of patient's anatomy illustrates calcification of the annulus and aortic root. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Per report, 'retrieval of delivery system into sheath was prevented by the ruptured balloon and delivery system tip.' The balloon burst altered likely the balloon profile. The altered delivery system made the device more susceptible to be caught on the sheath tip, which subsequently resulted in withdraw difficulty into the sheath. As a result of balloon burst, the balloon's altered profile may have led to difficulties encountered with withdrawing the delivery system into the sheath. The altered balloon profile and distal portion of delivery system could have caught in the sheath tip. Subsequently, this may have required excessive manipulation of the devices to overcome the withdrawal difficulties, which may have resulted in separation of the components (inflation balloon and distal nose tip). Available information suggests that patient factors (calcification) and or procedural factors (withdrawal of burst balloon, excessive manipulation) could have contributed to the events. Since no product non conformances or IFU/training manual deficiencies were identified, a product risk assessment escalation and corrective/preventative actions are not required.